Manufacturer narrative:
(B)(6). (B)(4)

Event description:
It was reported that intra-op, the up biting pituitary broke. No fragments were remained inside the patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the inferior shaft is broken at the lower portion of the pivot pin hole. Optical examination identified a quasi- brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The fracture jaw was not returned. Conclusion the fracture of the jaw is consistent overload of the instrument.